Event description:
The customer alleged an intermittent problem with fluctating peep. The customer support engineer (cse) inspected the device and was unable to duplicate the alleged event. The cse replaced the autozero solenoids and pressure transducer board as a precaution. The unit passed extended self testing. It is not verified that parts replaced malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Eval lab found parts functioned as designed.